Event description:
Upon opening the plastic wrapping of the 6f .070 mpd envoy 100cm catheter (67025800/15605260), the proximal section was fractured, and an obstruction was reported secondary to bend. The device was not used for the procedure. The procedure was completed with similar product, and there was no patient injury reported. The component will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Review of lot 15605260 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon opening the plastic wrapping of the 6f .070 mpd envoy 100 cm catheter ((B)(4)), the proximal section was fractured, and an obstruction was reported secondary to bend. The device was not used for the procedure. The procedure was completed with similar product, and there was no patient injury reported. No further information regarding the storage, handling, or specifics of the reported damage has been provided in response to investigational efforts. The component was not returned for analysis. Review of lot 15605260 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A review of the device history records confirmed that all rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 15605260. Without the return of the device for analysis, no conclusion can be made regarding the reported event; therefore, no corrective actions will be taken at this time.